Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type; catheter. (B)(4).

Event description:
It was reported that the patient's pump started to alarm around (B)(6). The alarm was silenced, but the pump started alarming again. The current pump alarm sound like a critical alarm. It was noted that the pump was currently empty. The patient first reported that she went through severe morphine withdrawal over a month and a half prior and later reported she went through the withdrawal the week of (B)(6). The patient was no longer going to be using the pump because the health care professionals in her area won't manage the pump. The patient inquired if the pump could be silenced. The pump was used to infuse morphine.